Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 600 mg/dl. The customer was feeling very bad, and was vomiting. The customer also had gastroparesis. While she was at the hospital, the customer discovered that she was using denatured insulin. The customer stated that her blood glucose levels went back to normal after she started using a new vial of insulin. Nothing further was reported.